Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device intermittently failed to boot-up completely and would stop at the power on self test. There was no patient use associated with the reported failure.